Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: an opening on posterior, crease fold, yellow biological tissue on the shell, white calcification on the shell, broken on plug strap, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: a sharp opening on posterior and striated broken on plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Striated broken on plug strap assessed as surgical damage.